Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the mission instrument. During the procedure, the screw cap became disconnected from the coaxial needle, and the biopsy instrument could no longer be used. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one trocar stylet in two segments for evaluation. The trocar stylet appeared to have residue on the distal tip and was received with protective tubing. Upon visualization the trocar stylet needle hub was noted to be detached from the proximal end of the needle. The proximal end of the needle was inspected, and the sandblasting was noted to be non homogeneous. Due to the nature of the complaint, no functional testing was performed. Therefore, based on the evaluation results, the investigation is confirmed for the reported detachment of device or device components as the detachment of stylet hub was noted from the needle. A definitive root cause for the detachment of the device was traced to manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the mission instrument. During the procedure, the screw cap became disconnected from the coaxial needle, and the biopsy instrument could no longer be used. There was no reported patient injury.